Manufacturer narrative:
Upon return to our post market quality assurance laboratory, analysis and testing could not confirm the clinical observations. However, visual inspection and testing revealed a fracture of all the inner wires of this lead at a point 24.8 centimeters from the terminal pin (about 2.6 cm distal to the suture sleeve tie-down location). Visual inspection also noted the presence of a set screw mark on the terminal pin but no obvious sign of a set screw mark on the terminal ring. The helix was fully extended with a trace of tissue noted, and dried blood/body fluid was observed in the lumen past the helix housing. Suture marks on the lead body indicated the suture sleeve was tied down from about 20 to 22.2 cm from the terminal pin. The lead body appears to slope down, beginning at a point 23.5 cm from the terminal pin, reaching its lowest point at about 26 cm, and inclining back to a straight shape about 28 cm from the terminal pin. X-ray examination showed the inner wires were fractured in this area of sloping. Electrical resistance measurements failed due to the fracture; no other tests were conducted due to the fracture. The laboratory technician concluded that the fractured condition could have contributed to the clinical observations.

Manufacturer narrative:
The device and lead have not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that one month post surgery/biopsies for breast cancer the patient reported she was not bouncing back. Upon evaluation during a device check, the right atrial (ra) lead exhibited loss of capture (loc). The lead was evaluated using fluoroscopy and a ra lead dislodged was discovered, a lead revision was performed. During tested of the existing ra lead via the pacing system analyzer (psa), no capture, no impedance measurements and no sensing measurements were noted (although the device noted p-wave measurements of 0.7 millivolts). The ra lead helix did not retract however the lead felt loose and was easily removed from the patient. A new ra lead was implanted. During lead testing of the new ra lead, initial measurements were within normal limits, but when re-checked, threshold measurements went from 1.4 volts (v) to 5.5 v, exit block was suspected but the lead had not moved. The new lead was then successfully repositioned and measurements were noted to be within normal limits. The p-wave measurements were noted to be between 3-5 millivolts (mv) when tested through the pacing system analyzer (psa) but when connected to the device ra port, the electrograms appeared flat and no sensing was seen. The impedance measurements were within normal limits and ra capture was confirmed on a surface EKG however the device did not display the atrial pacing. The ra port was then tested by placing the right ventricular (rv) lead into the ra port with the same results. The setscrews were checked and confirmed to be tight and the lead pin was noted to be completely through the ra connector port. A lead to header connection issue was suspected. Due to this observation, the existing device was removed. A new device was successfully implanted and no additional adverse patient effects were reported. Technical services (ts) was consulted after the case and verified that sensing had been programmed on in the device.